Event description:
It was reported that the patient presented and complained of "shocking sensations". The caller indicated that the patient's system had been checked a week prior and had no issues. The leads remain in use. Additional information has been requested, however, it is unavailable. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).